Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-sep-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2021. The brim cap was re-attached before sending the product back to the biosense webster, inc. Product analysis lab. Two catheters were sent back. One the hemostatic valve was pushed in and the other the valve cap came off. The cap was re-attached on the one; however, was not sure of stability with that and there was a small amount of blood loss because of that during the case. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The investigation was completed on (B)(6)2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve appears the orange cap came off the hemostatic value. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a microscopic examination. The sheath was inspected and it was found in normal conditions. A follow-up was made and it was stated that the brim cap was reassembled by the customer prior to sending it back to bwi. The valve was dissected and it was found traces of polyurethane (pu) and brim cap on the hub. The product was released according to specifications. The sheath was found in normal conditions, however, the complaint can be confirmed, according to pictures provided by customer and follow-up made. The issue could be related to the excessive force or manipulation, however, this cannot be conclusively determined. A device history record was performed for the finished device number, and no internal actions related to the complaint was found during the review. As part of bwi's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the first sheath had the brim cap detached and the second sheath had a hemostatic valve separation issue. After going transseptal, they pulled the dilator out of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the orange cap came off the hemostatic value. The sheath was removed and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was opened to replace it. While prepping the new sheath, the valve was pushed in and separated completely inside the sheath. At this point, they decided not to use the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and switched to a mobicath instead to continue the procedure. Additional information was provided on the event. The sections that broke/separated was the little orange cap on valve on the first catheter and on the second catheter the valve pushed in. The reporter was unsure if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap did become detached from the sheath. The sheath was being used on the patient. It was not apparent that air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was less than 10 ml. Both the brim cap detachment on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (this report) and the hemostatic valve separation issue on the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (manufacturer's reference #: 2029046-2021-01522) were assessed as MDR reportable malfunctions.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference (B)(4) has two complaints that are related to the same incident. (B)(4).